Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the yankauer selec-trol suction device. The customer states "the pt bit down on the yankauer suction with right incisors/moler breaking off a small piece of the suction tip during suctioning for extubation.